Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, the reported event and identified malfunctions are inferred to have occurred through the following sequence of events: output was activated while the grasping section was closed without grasping tissue, causing the tissue pad to wear and subsequently detach. As a result of the tissue pad wear, contact occurred between the grasping section and the probe, generating contact marks. Force applied during seal & cut mode activation, or during tissue grasping, was exerted on the probe, causing cracks to develop at the contact marks. The probe ultimately broke when force was applied during cleaning. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted accordingly. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, it was found that the sonicbeat device's tissue pad was worn and partially peeled off, and the probe had broken off 13.5 mm from the distal end. There was no patient involvement.